Event description:
It has been reported that AED did not pass its self-diagnostic check.

Manufacturer narrative:
(B)(4). Device eval pending. Issue is being reported as alert could not be cleared by operator.